Event description:
In between cuts the handle of the mics handpiece fell off of the mics. The screw as found and screwed back into the handle. While screwing the handle back on the scrub tech told us it felt striped. Case type: tka. Surgical delay: about 30 seconds.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that in between cuts the handle of the mics handpiece fell off of the mics. The screw as found and screwed back into the handle. While screwing the handle back on the scrub tech told us it felt striped. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: "review of device history records indicate (B)(4) devices were manufactured under lot k049z. All (B)(4) devices including s/n (B)(6) were rejected on 06/26/2015. A review of qt 15-04-0015 revealed that the issues were not related to the failure alleged in this compliant. (B)(6) was later accepted into final stock on 07/06/15. A review of qt 15-06-0054 revealed that the issues were not related to the failure alleged in this compliant." Complaint history review: a review of complaints related to parts in lot number k049z, p/n 209063 shows no other complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA 1452931 h3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
In between cuts the handle of the mics handpiece fell off of the mics. The screw as found and screwed back into the handle. While screwing the handle back on the scrub tech told us it felt striped. Case type: tka. Surgical delay: about 30 seconds.